Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis and observed the polyimide tubing to be protruding under the o-ring and the cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified polyimide tubing protrusion. The protrusion appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received, but investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in is filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. An ntw clip (00902u204) was inserted and successfully deployed. However, five minutes after the clip was implanted, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the implanted clip, the physician decided to implant an additional clip. However, during preparation of an ntr clip (00717u206), a leak was observed at the lock lever. The decision was made to not use the clip delivery system and replace it. Another ntr was successfully implanted, stabilizing the slda and reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.